Event description:
The facilities biomed indicated the scale is weighing off. He found the right head and right foot reading low.

Manufacturer narrative:
The facilities biomed has not completed repairs to the bed.